Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a power issue when the mobile programmer base was plugged into the power supply. It was noted that the power supply was found to be out-of-specification electrical and did not work. It shall be sent for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power was observed to have turned off in the base station of the mobile programmer. It was noted that the user checked and was satisfied that the power supply had not dislodged from the wall socket. The power supply was replaced which resolved the issue. It was noted that the issue was observed after the user had completed a case and was preparing for another case. There was no patient involvement.

Manufacturer narrative:
Additional evaluation was carried out. The device under test (dut) power supply was connected to wall power. The dut power supply did not power-up a known good smartsync programmer. A known alternating current (ac) cord was plugged into the dut power supply. The direct current (dc) output voltage was measured at 0.0vdc. A dut ac cord was plugged into a known good ac-dc power supply. The ac-dc power supply can power-up a known good smartsync programmer. The dc plug of the dut ac-dc power supply was cut off to allow destructive analysis and the plug was checked for intermittency. None was found. The dut ac-dc power supply dc output was then measured at the bare dc wires with 110vac applied to the ac input using a known good ac cord. Output voltage was 0.0vdc. The ac power cord was physically manipulated back-and-forth. The output voltage measured remained stable at 0.0vdc. The ac power supply was confirmed out-of-specification electrical. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.